Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that the physician was placing the catheter for an elderly female pt with an elevated white count. During insertion, the spring wire guide (swg) was advanced without difficulty. At which time, the physician attempted to remove the swg and it became stuck. He continued to pull on the swg and the swg separated. The lead technician x-rayed the pt and it was discovered the swg was "snagged" on another catheter that was already in place and being used for the pt. As a result, the pt was transferred to another hospital to have the swg removed. It is unk what the outcome of the pt is and she will not be returning to this facility.